Event description:
In 1990, at the age of 41, the saline breast implants implanted in 1981 ruptured, slowly leaking. The deadly and contaminated fluid inside, plus the decomposing silicone sac holding the saline. In 1/91, following a mammogram, rptr noticed a shrinking of left breast and went to plastic surgeon, who assured her the difference in size between the two breasts was "normal." It continued to get smaller and eventually became completely flat. In the meantime, rptr literally collapsed at work, went on total disability and began the rounds of going from dr to dr trying to find out what was wrong. It felt like she was being continually poisoned, which, now she knows, she was. Rptr has been ill for five years. She has chronic candida (a fungal infection caused by the contaminated saline), ms syndrome and chronic fatigue. The severe athritis she suffers daily has made life almost unbearable.